Manufacturer narrative:
Philips has investigated this complaint. Customer reported that there was no ray emitted during startup check and restarted system to solve the issue. Customer did not reported the malfunction to philips directly. The field service engineer(fse) tried to contact the user to understand the issue, however the hospital could not provide any further information. The cause of the reported issue could not be determined. No service has been performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that there was no ray emitted during startup check and restarted system to solve the issue. Customer did not reported the malfunction to philips directly. The field service engineer(fse) tried to contact the user to understand the issue, however the hospital could not provide any further information. The cause of the reported issue could not be determined. No service has been performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, reporting institution name and the reporting address line 1 have been updated.

Event description:
It has been reported that there was no x-ray during the operation. The procedure was stopped and restarted but there is no information if procedure was completed or not. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.